Event description:
The son of the patient reported that since "about 3 days ago" the patient was peeing all the time and that there was a large bruise about an inch from the incision from a fall they had "about 8 days ago." Therapy was confirmed to be off, and the caller turned stimulation back on program 1 at 0.8. It was stated that stimulation may have been turned off on accident when they were working with the patient programmer (pp) on the friday before date notified. It was further indicated that the patient is legally blind. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.